Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise oversensing resulting in an inappropriate auto mode switch and pacing inhibition, and the right ventricular (rv) lead also exhibited noise oversensing resulting in pacing inhibition. Programming changes were made. The patient was stable throughout.